Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone as a result of a corroded electronic assembly. During visual inspection was also found corrosion on the motor assembly. Further testing could not be performed due to the frozen display.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The buttons were unresponsive and the insulin pump had a constant tone. The customer stated that the buttons did begin to work intermittently after the battery was changed. Advised the customer to insert new battery, but the insulin pump had an error alarm and the buttons still were unresponsive. Instructed to customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.